Manufacturer narrative:
A series of photos were shared by customer, showing damage on the tego's seal and some blood residual. No additional damage or anomalies were observed. One used list# lat-d1000, conector tego was returned for evaluation. As received, a seal tearing was observed. No mating device was returned for evaluation. The complaint can be confirmed. The probable cause of defect in the product during priming is due to variation on tego seal material which has a direct impact on functional performance of the tego connector with an additional contributing factor regarding uneven adhesive application. There is an ongoing CAPA related to this complaint issue at this time. A device history record review was performed and no discrepancies, anomalies or nonconformance were identified that might lead the condition reported by customer.

Event description:
A series of photos were shared by customer, showing damage on the tego's seal and some blood residual. No additional damage or anomalies were observed. One used list# lat-d1000, conector tego was returned for complaint investigation. As received, a seal tearing was observed, which represents a reportable malfunction.